Event description:
The customer reported that during a procedure, they received a 'centrifuge leak' alarm caused by a torn channel. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection a leak in the channel was apparent. A 4mm tear at the top perimeter weld of the channel caused the leak. There was a 8cm wear mark adjacent to the tear on the channel and a 22cm witness mark on the channel. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the investigation of the set, the leak was most likely caused by a misload of the channel into the filler. When the channel is not completely set into the filler centrifugal force, from the internal fluid, can cause it to slide out farther and eventually fold over the filler which explains the wear mark. Once this occurs, it is likely to contact the centrifuge arm which is spinning at a different rate than the centrifuge which causes tears in the channel.